Event description:
Per info provided by surgeon: pt presented to surgeon with complaints of intermittent abdominal pain near her hernia repair incision, superior to her umbilicus (approximately 6 years post-implant). The pt underwent an abdominal CT scan, which was negative for a recurrence. The pt then underwent an egd and a colonoscopy due to the abdominal pain which showed benign polyps in the colon, no mesh problem noted. Info obtained through provided medical records: (B) (6) 2003 - pt underwent mesh implant ventral incisional hernia repair. On (B) (6) 2009 - pt presented to md with complaints of intermittent abdominal pain near her hernia repair incision, superior to her umbilicus. On (B) (6) 2009 - pt underwent abdominal CT scan - (results negative for recurrence). On (B) (6) 2009 - pt underwent egd and a colonoscopy due to the abdominal pain. Benign polyps were noted in the colon. Egd was normal.

Manufacturer narrative:
The info reported from the surgeon and medical records provided do not indicate that the pt's pain is caused by a device failure of the bard mesh. The mesh remains implanted, therefore, no sample was returned for eval; however, based on the currently available info to bard mesh device failure occurred.